Event description:
It was reported that the user announced a meal smaller than consumed on the ilet bionic pancreas and subsequently experienced hyperglycemia, with a blood glucose of approximately 300 mg/dl; the user asked whether to re-announce the meal, and was advised not to double announce, after which glucose trended to 264 mg/dl and steady. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no escalation of care and the user declining further follow-up. Investigation included customer counseling and troubleshooting on meal announcement use and correction practices. Investigation of this case revealed user error related to incorrect meal size announcement with the device otherwise functioning. It was concluded that the event resulted from user handling and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.